Manufacturer narrative:
Mts performed testing with the returned pt sample and resolve panel c lot rc306 (lot rc305 was not available). The pt's sample did not react with the jka positive cells of rc306.